Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis. The customer's reported problem was "error code 10040". A visual inspection found the device to be in good physical condition. The customer's reported problem was confirmed. The pump was displaying an error code "10040" alarm message when a battery was inserted during the investigation. A visual inspection of the pump found it had a damaged back label and that the internal real time clock (rtc) lithium batteries had just been replaced. The "error code 10040" was customer induced. What caused the reported problem was determined to be lost software applications. Who caused the reported problem was determined to be the customer. The device history record (DHR) was reviewed and the pump had not previously been back for repair. The rtc battery replacement was apparently performed by the customer. The customer performs their own repairs on select pumps.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.